Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because the cup was loose with one screw broken. Also, the liner appeared to be malpositioned in the cup. Update: (B)(6) 2011 - litigation papers allege the following: for the first few years pt's hip implant went well. However, in 2010 pt began to suffer symptoms including, but not limited to pain, weakness, and difficulty with even simple daily activities. Additionally, pt risked elevated levels of cobalt and chromium metal ions in her blood stream. On (B)(6) 2010, pt underwent a revision of her right hip due to loosening and pain. During the revision, gross metallosis was found. Head added to complaint.

Manufacturer narrative:
The previous investigation did address the femoral head and did not identify product error. This matter remains in litigation and follow up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time to change investigative results. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/18/2015- pfs and medical records received. After review of the medical records for MDR reportability by a medical professional, the revision operative note indicated metallosis, metal debris, loose cup with 2 loose screws, and one screw that had broken off. No labs were provided for the alleged high metal ions. A screw and the stem are being added for the alleged high metal ions. The complaint was updated on: 9/18/2015.

Manufacturer narrative:
The previous device evaluation did not identify product error. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were received and reviewed. There is no change to the previous investigative results. Corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear metallosis. Added law firm, age, surgeon and updated product details in ips.